Event description:
On (B)(6) 2009, the pt reported the up and down buttons on her insulin infusion device are not vibrating when pressed for 3 seconds. The pt was instructed to go through the set up mode with the vibration turned on and neither button vibrated. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.